Event description:
A customer reported to beckman coulter (bec) that coulter act diff hematology analyzer was leaking fluid at the probe. The customer was wearing gloves and a lab coat at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was not reviewed, but there is an exposure control or risk management plan in place. Cleanup was completed following the biohazard spill protocol. No patient results were affected and there was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
On (B)(4) 2012, bec field service engineer (fse) found that there was a leak at the probe. The fse replaced the fluid filters. Blood, controls (4c plus cell control), cleaning reagent (clenz) or diluent can be present at the probe of the instrument. The fse verified the repairs per established procedures. (B)(4).